Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the patient line of a homechoice cassette which resulted in leak. This occurred before last fill, during draining of peritoneal dialysis therapy. It was further reported that "fluid started leaking onto the floor". The patient did not use scissors, razors, or anything sharp to open the box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.